Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support was able to perform a log review to confirm the allegation; however, customer maintained that the pump initiated the fill tubing sequence without user interaction. It was reported that the customer experienced a low blood glucose (bg) level of 50 mg / dl. Customer consumed carbohydrates to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.